Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, with a delivery catheter system (dcs), a vascular complication caused by percolse device occurred. The right femoral artery was occluded at the access site. No further adverse patient effects reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).